Event description:
Customer reports interconnect will not plug into c-arm/connector is misaligned.

Manufacturer narrative:
Gehc surgery service personnel adjusted alignment of interconnect cable, system is working as intended.